Manufacturer narrative:
(B)(4). Device manufacture date: august 11, 2015 ¿ august 12, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the fillport cap was missing. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill port cap of a large volume infusor was missing. There was no patient involvement. No additional information is available.